Manufacturer narrative:
Initial reporter was not checked as 'health professional'. Corrected in this follow-up report inadvertently marked as 'no. Device not made by company'. Corrected to 'yes' since field service engineer went on-site to evaluate the instrument.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding falsely high triglyceride (tg) results generated by their unicel dxc 800 synchron chemistry analyzer which were normal upon repeat on an alternate analyzer. The customer also reported issues with microalbumin calibration. The tg results provided by the customer. The elevated results were reported outside of the laboratory. There was no impact to patients with regard to this event.

Manufacturer narrative:
Qc data did not show similar results as the patient samples. A service visit was set up and a field service engineer (fse) went on-site the day of the event. Fse ran tg carryover testing and performance verification testing. Fse replaced reagent mixer paddle and cup assembly, performed alignments and verified repair. Fse also checked photometer, primed, calibrated and ran qc. There were no further customer calls for this issue. The root cause for the elevated triglyceride results is unknown but the hardware repairs performed by the fse resolved the issue.